Event description:
The customer reported via phone call that they were experienced high blood glucose event. Blood glucose level at the time of the incident was 700 mg/dl. Customer stated the battery compartment spring was broken. Insulin pump had a blank screen. Auto mode feature was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.